Event description:
Dr removed a portacath at hosp that had been inserted in 2001 at another hosp. During the removal, it was noted that the catheter did not appear intact. A chest x-ray was ordered and the distal end of the catheter was found to be in the right ventricle of the heart. The pt subsequently was taken to radiology where the radiologist removed the distal catheter through a femoral percutanous approach. According to dr, the pt tolerated this well. Dr stated that the nurses were not able to use the portacath at the time of pt's last chemotherapy treatment because they could not get it to aspirate or flush. At this time, the co has no reports of any other incidents associated with this lot number of product.